Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was unable to charge and a reposition antenna screen was seen on the recharger. The patient saw a poor communication screen on the programmer and was unable to communicate with another external device. The patient stated he had lost a lot of weight and the implant was moving around. The patient had pain and discomfort at the implant site and a return of symptoms in the back. It was noted that the implant pressed into his ribcage from the back. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.